Event description:
A discordant, falsely elevated creatinine kinase mb (ckmb) isozyme result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower than the initial result. The sample was repeated again on the same instrument but the result is unknown. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ckmb isozyme result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse determined that the discordant, falsely elevated ckmb isozyme result was related to the sample handling. The instrument is performing according to specifications. No further evaluation of the device is required.